Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter thoracic aortic aneurysm. It was reported that a recent CT revealed that there was remodeling of the thoracic aorta resulting in a distal type I endoleak. The distal end of the valiant stent graft is currently 5 cm above the celiac artery, compared to a CT performed on 7 months¿ post implant which the device was at the celiac artery. The physician elected to perform an intervention by extending coverage to the level of the celiac artery using a valiant [vamc4646b100tu] stent graft. The physician then elected to implant 4 aptus endoanchors in order to anchor it to the distal aorta. The patient was stable after the procedure and the distal type I endoleak was resolved. Per the physician, the causes of the events were related to the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine.